Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the investigation is in progress. Once the investigation is completed, a followup medwatch 3500a will be submitted.complaint information provided by djo surgical.

Event description:
It was reported during an unknown patient procedure that while reaming the acetabulum the end that connects to the quick connect broke off. The procedure was completed successfully with another device. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the reported event was confirmed. The power adaptor end was broken off and not returned with the rest of the device. A visual inspection confirms that the device has been use significantly from the amount of wear that is visible. In addition, a large fatigue fracture area compared to the fast fracture area confirms that the device was heavily used. A manufacturing review was performed and no discrepancies were identified. Material hardness testing concluded that the hardness was within specification of the material.